Event description:
As reported in the move study, an adverse event of ipsilateral deep vein thrombosis and a small hematoma documented by ultrasound was experienced following use of three 6f-12f mynx control venous vascular closure devices (vcd). The devices were successfully deployed at the three right-leg access sites, venous hemostasis was maintained at 5 minutes after closure, and the time to hemostasis was documented as 0 minutes. The enrolled index procedure treated atrial fibrillation and used radiofrequency (rf) ablation with a non-cordis primary index procedure device. Venous access was obtained in the right leg only, with three access sites documented and ultrasound selected as the access technique. The closure order was r1, r2, and r3. Intra-procedural medications that may affect bleeding were administered, with heparin listed. Protamine was administered, activated clotting time at the end of the closure procedure was documented as 310 seconds, and lidocaine was administered as local anesthetic as part of the closure procedure. Following insertion of the first mynx control venous vascular closure device (vcd) and prior to transfer to recovery, the subject did not experience any listed access-site related complications, and no other adverse events occurred during that period. The adverse event was later documented as an access-site complication, was moderate in severity, required medication, was ongoing, was documented as likely related to the device and likely related to the index procedure, was not a serious adverse event, and did not result in discontinuation of the subject from the study. Duplex ultrasound findings documented deep vein thrombosis in the right common femoral and saphenous veins, no evidence of pseudoaneurysm, and a small hematoma around the femoral neurovascular bundle. The deployer¿s mynx training status was trained. Three non-cordis sheaths were used. The target femoral site was not previously closed with any closure prior to this procedure, and no similar procedure was performed in the past. The devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.